Manufacturer narrative:
D9 - date returned to mfg: 3/13/2026. H3 and h6 codes - updated. One used device was returned for investigation. The device was visually inspected. The returned sample exhibited cracking along the a and b-port shafts. The reported defect was confirmed. The location of the cracking is consistent with stresses that can result from excessive torque, such as over-tightening during connection. These findings suggest that the breakage occurred under conditions exceeding normal use. There was no evidence to indicate that the cracking was related to the manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the patient had a stopcock in situ running norepinephrine. This was bridged with one other stopcock, for a total of two, which started to leak. The patient's map dropped to 40 mmhg; the nurse quickly disconnected the line and connected it to another access port. The product causes temporary, profound hypotension. There was a brief interruption due to close monitoring in the ICU (less than three minutes). The patient experienced temporary, profound hypotension due to the delay. Vasopressors were administered from a leaking stopcock placed on another line to support blood pressure. The infusion was administered through the central line. The outcome of the event was the restoration of blood pressure once the vasopressor infusion was reestablished. There was a delay in life-sustaining vasopressor therapy. There were patient involvement and patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.